Manufacturer narrative:
During failure analysis investigation, the ivtm thermogard system failed with tcmid:06 (ce post failure) error message. The most probable root cause was due to a damaged cooling engine (ce) as a result of an aging component. The thermogard xp ivtm system was manufactured in july 2012 and it is over 7 years old, well beyond its expected serviceable life of 5 years. Unrelated to the customer reported event, during visual inspection, the ivtm thermogard saline bag hook was found to be broken, the window display, bumpers and cold well gasket were also found to be damage and the pan drip was missing. During functional testing, the ivtm thermogard failed with tcmid:06 error message, the cooling engine was found to be damage, and it was replaced to correct this issue. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During failure analysis investigation, the ivtm thermogard system failed with tcmid:06 (ce post failure) error message.